Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose level was 290 mg/dl. The customer reverted to an alternate method of insulin therapy.